Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Upon review, it was noted that the pace impedance has gradually increased over the past year. Consider in office check to program sensing back to unipolar mode as there is muscle noise seen capture on non-sustained events. No pacing inhibition was observed. Currently, this product remains in service and no adverse patient effects were reported.